Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The situation described when preparing for indwelling needle infusion, it was found that the indwelling needle fell off and broke at 1 cm at the root of the soft cannula, and the remaining broken parts had been found on the bed. The doctor was timely informed, and emergency local b ultrasound report showed no stump of indwelling needle. Evidence at disposal: no sample and no meaningful picture received for a proper investigation. Refer to the instruction for use (IFU): proper adherence to the IFU may avoid such issues. According to the IFU under the warning section, it is stated that: after withdrawal, do not reintroduce the steel needle into the catheter, as the latter may be cut off, leading to catheter embolism. Do not bend the catheter/needle during insertion, advancement, or removal of the needle. Extreme care should be taken not to cut the catheter and possibly cause an embolism. Device history record (DHR): reviewed the DHR for batch: 24b25g8922, there is no abnormality and no such defect detected during in process and final control inspection. Conclusion: as no sample was received, further evaluation was not possible to determine the actual cause. Complaint is not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "on (B)(6) 2025, the indwelling needle was indwelled on the dorsum of the left hand, covered with a patch, and used during indwelling infusion. At 9:40 on (B)(6), when preparing for indwelling needle infusion, it was found that the indwelling needle fell off and broke at 1 cm at the root of the soft cannula, and the remaining broken parts had been found on the bed. The doctor was timely informed, and emergency local b ultrasound report showed no stump of indwelling needle."